Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, the atrial lead exhibited high capture thresholds. The patient was brought in for lead revision. Prior to the procedure, the pacemaker could not be interrogated and was not pacing. The suspected cause was premature battery depletion. On (B)(6) 2024, the pacemaker was explanted and replaced. The atrial lead was capped and replaced. The patient was in stable condition before and after the procedure.

Manufacturer narrative:
The reported events of inability to interrogate, no output and premature battery discharge were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and the battery was found at normal levels. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.